Manufacturer narrative:
(B)(4). Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: an investigation found the returned filter nicely shaped and the distance of the primary filter legs was found according to specifications. Therefore the exact reason for the unexpanded filter legs cannot be determined, but the reported blood clots may have prevented the filter from fully expanding. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement. Approached from right internal jugular vein. There were many blood clots just beneath renal veins. Since there were many blood clots just beneath renal veins, the physician withdrew the sheath to deploy the filter just above the renal veins, but the filter legs did not open. The physician judged that it would be risky to release the filter, then the filter with whole delivery system was removed and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.